Event description:
The device was removed due to a "malfunction". The entire device was removed and replaced with a co malleable penile prosthesis.

Manufacturer narrative:
Two cylinders and a pump were received by and evaluated by MFR. Device passed all functional tests. However, obvious damage was seen in non-serialized outlet. A microscopic examination of tubing ends was performed. Non-serialized tubing ends were rough and irregular, indicating a tubing tear. Outer layer of tubing was detached all way around tubing. Four portions of monofilament were exposed. Areas on monofilament were discolored brown and had either missing or moved material, suggesting exposure to a hot instrument, such as an electrocautery device. Based on received info and quality assurance's exaimination, qa concludes that tubing tore. This tear, while in-vivo would cause a fluid loss from device, and cause a device malfunction. Stress(es) associated with device usabe over time, and possibly device positioning caused tubing tear. Qa also concludes that instrument damage occurred during or subsequent to explant, and thus is not related to reportyed malfunction.